Event description:
According to the reporter: during use on patient a doctor found a remarkable difficulty in resection. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).